Manufacturer narrative:
RMA 859624166-l has been initiated for this issue. Model ircp5 -serial number/date code (B)(4) is approximately 6 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. On page 5 the following warning is provided. "This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining." It is unknown if the consumer fully read and understood the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) issued mfg report #3004493922-2011-00025. The device, concentrator, model #irc5p, serial #(B)(4) has been returned for an evaluation. Unit was approximately 6 months old at the time of the incident. The unit tested to specifications. The incident could not be duplicated. The cannulae was not returned with the concentrator and potential blockage of the cannulae could not be determined, nor could the potential use of non-invacare cannulae be determined. (B)(4) has been initiated for this issue. Model ircp5 -serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1145759 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. On page 5 the following warning is provided. "This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining." It is unknown if the consumer fully read and understood the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Patient passed away and the coroner allegedly tested the concentrator and allegedly stated that it was not working. Death is alleged.

Event description:
Patient passed away and the coroner allegedly tested the concentrator and allegedly stated that it was not working. Death is alleged.